Event description:
Report received from the USA stating the device was "overheating." The device was being used during a procedure. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device and the motor had a stiff disconnect sleeve, the air pump started immediately when it was plugged into the console, and it produced an e6 error after 30 seconds of operation. It was determined that the unit had a damaged flex circuit and internal motor damage. It was concluded that the unit had likely been immersed, which is indicative of improper cleaning of the device. If additional information is received, a supplemental report will be sent.